Manufacturer narrative:
No patient injury was reported. During a device evaluation, technician observed damages on the optics and confirmed that the energy was low and greater than 20% outside of specification. Device will be repaired. Since the energy was confirmed to be outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the handpiece was recalibrating continuously, and upon inspection device was found to be out of specification.